Manufacturer narrative:
Completed information for section a1 patient identification: sids (B)(6). This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends for the issue for the product. Device history review did not identify any non-conformances or deviations with the likely cause lot number and complaint issue. The overall performance of the alinity I stat high sensitive troponin-I assay in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient results for lot 55235ud00 is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 55235ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for a patient sample. The following data was provided: (B)(6) 2023 three different sample ID¿s were used but all results were from the same tube and patient. Sample ID (B)(6). Initial result = 20.6 pg/ml sample ID (B)(6). Repeat result = <2 pg/ml sample ID (B)(6). Repeat result = <2 pg/ml no impact to patient management was reported.